Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s. (Nc trek) the device was not returned for evaluation. It should be noted that the nc tenku, coronary dilatation catheters (cdc), instruction for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the left anterior descending coronary artery that was mildly tortuous, heavily calcified and 90% stenosed. For pre-dilatation, the 3.25 x 12 mm nc tenku balloon was inflated twice; once to 8 atmospheres and then to 10 atmospheres. After the stent was deployed, during post-dilatation, the same balloon was advanced again with resistance to the lesion. Post-dilatation was attempted, however the balloon ruptured at 12 atmospheres. The nc tenku had reportedly been prepped inside the patient. No further treatment was performed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.